Event description:
Pt was turning off the tv set and the chair turned left unexpectedly and hit the tv stand. When this happened, pt hit toe on the stand. Pt had to go to the hosp, where they stitched little toe and straightened it out. Another incident occurred where pt was backing onto the ramp of van and the chair turned quickly causing one of the wheels to go off the edge of the ramp. No injuries occurred during this event. Pt believes the erratic movements of the wheelchair have been caused by a recently erected cell tower that is located 75 ft from bedroom window. The tower was erected approx 2 months ago but doesn't know when it was activated. Pt had old wheelchair at the time the tower was erected and did not have any adverse events. Pt said they tried to report the incident to pride mobility, but they told pt to call dealer. Pt contacted the dealer but the dealer has not been helpful.